Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to the force sensor resistor being damage by moisture. The device had cracked case at display window corners, cracked battery tube threads, and minor scratched display window.

Event description:
It was reported that the customer received a compromised force sensor system alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)